Event description:
It was reported after approx. 7 days implantation time, that the ventricle pacing impedance had risen above 3000 ohm. The lead measurement returned to normal range, but there was no sensing and no capture.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The analysis revealed a cut into the insulation (approx. 22 cm distal to the df-4 connector pin) and a slightly bent distal end, which most likely resulted from the explantation procedure. However, a thorough analysis of the lead did not show any deviations which might have led to the reported clinical observation. The values of the parameters measured during the electrical analysis were within the technical specifications. The dc resistances of the received conductor were measured. No peculiarities were found. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.